Event description:
It was learned through implant patient registry that a patient with a 19mm 3300tfx aortic valve implanted for 4 years was explanted due to ppm and aortic stenosis. A 23mm 11060a aortic valved conduit (avc) was implanted in replacement. Per medical records: pre-op tee showed severe lvot obstruction, as due to ppm, ai, and small aortic annulus. The patient underwent redo avr with artic root replacement using a 23mm 11060a avc. Concomitant procedures; mvr with a s3 valve and tricuspid valve repair with a 26mm physio tricuspid band. The aortic valve was removed and significant amount of calcium in the aortic root and annulus was debrided. Inspection of the explanted device showed the valve was too small with clear ppm. There was a hole in the leaflet along the ncc that appear to be created from the cor-knot from the previous operation which was the reason for the aortic insufficiency. Post procedure all 3 valves were functioning nicely without defects, no ai or as, and trace tr. The patient tolerated the procedure quite well despite the magnitude and complexity of the operation and was transferred to the cvicu in guarded condition. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H3: customer report of patient prosthesis mismatch could not be confirmed through visual observations. Report of stenosis was unable to be confirmed due to valve condition as received. X-ray demonstrated wireform was cut at commissure 3 around leaflet 3 and edges of cut wireform appeared to match up. Sewing ring was cut at the cut wireform area as well. As received, all three leaflets were cut off from the valve; leaflet 2 was not returned. Edges of leaflets 1 and 3 appeared to match up with valve. A non-transmural perforation was observed on the outflow surface of leaflet 1 and another perforation was also observed on leaflet 3. Both perforations were beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. A suture fastener and a suture pledget remained attached to the sewing ring near commissure 1 around leaflet 1. Host tissue overgrowth on the stent circumference was moderate on both the inflow and outflow aspects. Sewing ring was cut around leaflet 2 near commissure 3. Wireform was exposed around leaflet 2 on the inflow aspect and on commissures 1 and 3. Detached fragments of host tissue and suture fasteners were also returned.

Manufacturer narrative:
Updated sections: b5, b7, and h6 type of investigation.

Event description:
It was learned through implant patient registry that a patient with a 19mm 3300tfx aortic valve implanted for 4 years was explanted due to ppm and aortic stenosis. A 23mm 11060a aortic valved conduit (avc) was implanted in replacement. Per medical records: pre-op tee showed severe lvot obstruction, as due to ppm, ai, and small aortic annulus. The patient underwent redo avr with artic root replacement using a 23mm 11060a avc. Concomitant procedures; mvr with a s3 valve and tricuspid valve repair with a 26mm physio tricuspid band. The aortic valve was removed and significant amount of calcium in the aortic root and annulus was debrided. Inspection of the explanted device showed the valve was too small with clear ppm. There was a hole in the leaflet along the ncc that appear to be created from the cor-knot from the previous operation which was the reason for the aortic insufficiency. Post procedure all 3 valves were functioning nicely without defects, no ai or as, and trace tr. The patient tolerated the procedure quite well despite the magnitude and complexity of the operation and was transferred to the cvicu in guarded condition. On pod #5, the patient was discharged.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 component code, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Through further investigation, it was determined that the most likely cause is procedural factors.